Event description:
At the 3-month postoperative visit, a radiograph image revealed a screw fracture. There are no plans for revision surgery.

Manufacturer narrative:
The screw has not returned for evaluation as it remains in situ. Photographs were provided which confirm the event of a fractured screw at the l5/s1 level. A review of the device history records could not be performed as the identifying part and lot number were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.